Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device presented with error code 46011. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 01-aug-2022 via email and attached to complaint object: the event did not occur with a patient. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found it missing a tamper seal. There was evidence of the error recorded in the event history log. The reported problem was duplicated. The device gave an error code upon power up. The error code was due to the microprocessor board unexpectedly needing an update. While starting the device in manufacturing utility mode, the device had begun to update unexpectedly. For corrective action, it was recommended charging the battery, clearing the error code and performing preventative measures. The reported problem was due to the error code, that was later cleared. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.